Manufacturer narrative:
The lot number was not provided for the two malfunctions; therefore, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unknown ultrascore focused force pta balloon allegedly experienced retraction problem. This information was received from various sources. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.